Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the patients left ventricular lead was exhibiting low pacing impedance. Patient presented in clinic and programming changes were made. Patient was in stable condition and would continue to be monitored.